Event description:
It was reported that the implant at tooth site #7 was removed due to infection. Pus was around the implant after abutment was removed. Implant was then removed and bone grafted symptoms as a result of the event: pain & swelling.

Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: additional PMA/510(k) number k011028, k013227.